Event description:
It was reported that patient presented in-clinic for follow up; the device could not be interrogated. Device was explanted and replaced. Patient was stable after the procedure.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory via review of device image. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.